Event description:
A pt was implanted with elevate graft in 2009. At about one month later, it was reported that pt had "flank pain left with dilation of upper urinary tract, kinking of distal ureter presumably (sic) by dislocation of bladder base." Medical action: urethral stenting. Two days later, pt had "flank pain, bladder cramps". She was given antibiotics, analgesics, indwelling urethral catheter. At approx one month later, pt had vaginal incision anteriorly and partial resection of proximal part of elevate on the left side. Three weeks later, pt had the urethral stent removed, ureteroscopy left, and it was resolved.